Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc confirmed that the tissue pad of the subject device was worn and partially separated. Both the probe tip and the grasping section had contact marks with each other. Omsc checked the probe, with no irregularities noted. When we closed the grasping section and activated seal mode, short circuit error occurred. The manufacturing record was reviewed, with no irregularities noted. These types of the tissue pad damage and the error are most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad was damaged when the user continued to activate without contacting tissue (including after the tissue already cut). It was known that the reported error and contact marks occurred when the user kept activating output of the device with the worn pad, which caused contacting between the probe and the non-insulated area of grasping section. The instruction manual of the device already cautions; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a laparoscopic total cystectomy, the subject device was used. In the procedure, seal & cut short circuit error occurred. The tissue pad of the subject device was separated. The procedure was completed with another thunderbeat. There was no patient injury reported.